Event description:
It was reported that the user changed a steel 6 mm infusion set but did not complete the on-device infusion set change sequence, resulting in no insulin delivery and subsequent hyperglycemia with blood glucose reportedly exceeding 500 mg/dl; later troubleshooting identified an unsecured infusion set anchor and incomplete connector engagement, after which insulin delivery resumed. Symptoms included elevated blood glucose. Outcomes included the need for user education and additional infusion set and cartridge changes with continued monitoring.

Manufacturer narrative:
Investigation included review of device data and guided troubleshooting. Investigation of this case revealed an incorrectly deployed infusion set and connector attachment error. It was concluded that user handling caused the insulin delivery interruption that led to hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.